Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Visual inspection revealed there are residues of char on all mini electrodes. Functional test revealed no abnormal resistance was felt when actuating the steering mechanism. Flow test revealed the device was irrigated for fives minutes without any errors or pump messages. A continuity test was performed, and the device was found within specification. A radio frequency (rf) test revealed the noise values were found to be out of specification. Based on the product analysis the complaint is confirm.

Event description:
During an atrial fibrillation procedure a nav mifi oi catheter was selected for use. Some of electrodes did not work. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications. Upon product analysis completed on 14oct2022, the investigation found a mixture of charr with saline solution in the mini electrodes besides.